Event description:
During bone marrow biopsy procedure, the bone marrow needle (jamshidi needle) detached from the handle, leaving the needle embedded in the patient. Needle removed using flat nosed surgical pliers. On (B)(6) 2026. Bone marrow aspiration attempted on the same patient, by the same doctor, utilizing needle with same lot#. While inserting the needle, the handle started coming loose. Sterile pliers used to remove the needle with handle attached. Needle and handle were placed in the sharps container. Pt code: 4580. Device code: 2907. Ref report: mw5184761.